Event description:
It was reported that during a lap hernia repair, the active blade broke off when the scrub tech wiped it with a sponge. Used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.